Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging inaccurate low readings on their son's one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call. The reporter mentioned that they noticed they first noticed the alleged low readings on the meter on (B)(6) 2011. At an unspecified time and date either in (B)(6) 2011, the patient had tested their blood glucose and obtained a "low glucose below 20 mg/dl" and a reading around 200 mg/dl.. The patient did not take any action based on the meter reading; however, at an unspecified tome after the patient had developed symptoms of feeling shaky, fever and was unresponsive. The patient was taken to the ER and was tested on the hospital device and obtained a reading over 600 mg/dl and was hospitalized. Time difference between the lfs meter and the hospital meter was less than 30 minutes from one another. It is unknown how long the patient was admitted in the hospital or what treatment he received in the hospital. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, diagnosis, how long he was in the hospital for, whether his diabetes regimen was changed and to confirm what reading the patient had obtained just prior to the symptoms, whether the reading was "low glucose below 20 mg/dl" or reading around 200 mg/dl.. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test strip was correct. The complaint is being reported since the reporter alleged that due to the alleged low reading, the patient developed symptoms and was hospitalized for a blood glucose reading over 600 mg/dl.

Manufacturer narrative:
The meter and test strips were requested back for investigation. The meter was returned with the following findings: meter serial number is (B)(4). Retain test strips were ordered and retains passed testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The meter came back and was tested and meter had passed testing. The complaint was not confirmed. If the test strips are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k073231.